Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis found the device battery to be severely depleted at less than 1 volt resulting in the reported no-telemetry/no-output condition. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. No hybrid anomalies were observed. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. The analysis of the battery found no evidence of an internal short to account for the premature battery depletion. Back-lit images of the anode found uniform lithium-depletion across the anode with only trace amounts of lithium remaining, typical of that found in highly depleted batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced prophylactically by the physician.  The device subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.